Manufacturer narrative:
(B) (4). Incision sutured. Anterior. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens slid out of position in the patient's eye. The anterior capsule was torn. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. An anterior chamber lens was implanted and sutures were required to close the incision. The reporter stated the facility uses a competitor's phacoemulsification system. The reporter stated it was unknown if the lens was damaged.